Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed some damaged on keypad, otherwise no appearance of any physical damaged on pump. Customer?s reported issue was duplicated during syringe test. The root cause of the reported issue was determined. The cause of the issue is design related. A part was partially broken off from plunger board, plunger was glued. Actions taken to mitigate the reported issue: replaced plunger board. Performed syringe test which passed. UDI information is unknown.

Event description:
It was reported that syringe plunger was not in place. No patient injury reported.